Event description:
Screw broke lose in rptr's back. Infusion didn't work. She neds more surgery. It will be 4 yrs in 5/95 since her surgery. She was in a turtle-shell brace for 10 or 11 months after surgery. It was very painful. Rptr was having severe left leg pain before her surgery in 1990 and now she is having severe pain in both her legs. She can't sleep because of this problem. Rptr still has a stimulator implanted which should have come out a long time ago. It's not activated any more. Rptr's legs become numb and she worries about falling. She can't be on her feet very long or walk very far, the pain gets too bad. The new dr she is going to now said the fusion didn't work. He said rptr needs another fusion. Rptr has been in a lot of pain for 2 yrs or more now. At the time of surgery rptr was told they thought this would help her leg pain, but now it's worse in both legs. Rptr has gained a lot of weight; not being able to work or walk very much any more.